Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beep tones due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the shock impedances had gradually increased. Subsequently, commanded shock testing was performed to test the integrity of the device system. The device declared a code 1005 due to an open circuit detected during shock delivery. The shocks delivered by the ICD didn't convert the patient, therefore, they were externally resuscitated. Afterwards, a revision procedure was performed. The ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.